Manufacturer narrative:
Concomitant product: c4tr01 ipg, implanted: (B)(6) 2015; 511211 lead, implanted: (B)(6) 2012.

Event description:
It was reported that about seven weeks post implant the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that about seven weeks post implant the atrial lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.